Manufacturer narrative:
This report is being submitted as follow up no. 1. The MFR report number was inadvertently submitted in follow up no. 1 as 3013394970-2019-000491, the correct MFR report number is 3013394970-2019-00487. Therefore, the follow up no. 1 report submitted 3013394970-2019-000491 is in fact the follow up report for 3013394970-2019-00487.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Lot number: requested, not provided. Expiration date - unknown due to unknown lot number. UDI - requested, not provided. Implanted date: unknown, due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported hemostasis was successfully achieved by the angio-seal device. The physician told the patient to rest in bed for six hours and then the physician allowed the patient to move the body a little to use the bedpan. The next day, the patient could walk. When the patient moved into a sitting position, bleeding occurred. A hematoma was observed. The patient had a follow-up observation. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There bleeding occurred outside of the procedure room. There was no health damage to the patient, and the patient was monitored. There were no other devices or equipment used with the reported device. Additional information was received on june 19, 2019. The blood loss was less than 250cc's.